Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) was informed from the olympus local service department that there was trace of multiple physical stress (crack etc.) Of the subject device. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to applied physical stress such as vibration or impact around passive bending section.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that screws securing the passive bending sections of the subject device was loosened and detached. Other detailed information was not provided. There was no report of patient injury associated with the event.